Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that the implant or the audio processor is not functioning. The patient reportedly fell and hit his head about a week ago. The patient's audiologist noticed significant swelling near the implant site. All of the external components, except for the audio processor itself, were recently replaced. Patient was to be seen for further technical checks.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the limited information received from the field, the patient had a swelling at the implant site, due to an impact, which may have led to a too great distance from the audio processor to the implant. After the swelling had diminished, the patient was able to benefit again from the implant system.

Event description:
During an appointment the patient reported that the implant or the audio processor was not functioning. The patient reportedly fell and hit his head about a week ago. The patient's audiologist noticed significant swelling near the implant site.